Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair, a portion of the insulation material at distal end of an s90 electrode came off and into the patient's joint space; they do not know if all was removed. However, the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Nothing is being returned for evaluation; complaint device discarded at user facility; also, no lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; however, the failure mode reported for this issue has historically been attributed to the user abrading the device against something hard or sharp, like a cannula or scope edge; this would be a technique issue. Although this is a hypothesis and is not conclusive, we could not identify any other factors that would result in such a failure. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.